Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a potential infection was observed at the cardiac resynchronization therapy defibrillator (crt-d) incision site one month post-implant. The patient was followed monthly for six months and the incision appeared to have healed. The patient presented to the emergency room one month later with a total dehiscence of the incision and the device exposed. The system was removed. No further patient complications have been reported as a result of this event.